Event description:
Reported that the patient received treatment to both arms above the elbow, this is not a treatment area indicated for use in the user manual. Thirty minutes post treatment the patient experienced tingling and numbness to her fingers on both hands. The facility reported that as of (B)(6) 2012 the patient's fingers are getting stronger except for the pinkie and the ring finger of both arms. The patient is reported to be under the care of a physical therapist, nerve doctor and psychologist. The manufacturer has been unable to obtain any information regarding the nerve doctor or confirm if nerve damage occurred.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The manufacturer advised the user that treatment of the upper arm is not indicated for use in the operator's manual. Specifically indicated for non-invasive waist circumference reduction and is labeled as contraindicated if adipose tissue thickness is less than 1.0 cm beyond the selected focal depth in the area to be treated. Review of the service records indicated no service has been performed on the unit before or after this event. Additionally, review of the downloaded log was performed and no unusual issues were identified.